Event description:
It was reported that, "the metal wire on the tibial bearing insert was elevated prior to opening."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.